Event description:
Customer's mother called to report her son had blood glucose readings of high despite bolus insulin doses. He also had ketones and vomiting. Customer's mother took him to the ER. Customer's mother denied seeing any kinks in the canula and his site looked normal. Customer was not able to provide pod lot information. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.